Event description:
Reported false positive sars result for 1 consumer. The consumer communicated that they have tested positive since (B)(6) 2021. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. The dates of both of the quickvue otc testing and the confirmatory testing are unknown. 24 additional occurrences were estimated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.